Event description:
Approximately four years post procedure, a stent fracture was found after an angiography was performed. The fracture led to restenosis. The pt was re-treated with a 3.5 x 18 xience and is in good condition. The cypher stent had been implanted in the proximal rca. The lesion was moderately calcified and tortuous. The heart had a good ejection fraction, so the artery has normal movement from the natural squeezing of the heart. The stent did not show signs of being implanted at a hinged point. The stented area was not in a location where the vessel was intramyocardial. No myocardial bridging was noted.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.